Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient underwent a heartmate ii to heartmate 3 pump exchange due to the infection. The patient was critically ill after exchange. Temporary extra-corporeal membrane oxygenation (ECMO) and intra-aortic balloon pump (iabp) was required, and the patient was on a ventilator. The patient also had cardiac tamponade with re-exploration on (B)(6) 2022. Related MFR report number: 2916596-2022-00759.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported cardiac tamponade could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The heartmate 3 instructions for use lists pericardial fluid collection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.